Event description:
Patient representative reporting patient "development of bia-alcl, increased risk of recurrence of bia-alcl, emotional distress including fear and anxiety related to cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, physical pain and suffering from explantation". Pathological markers confirming the event of alcl have not been reported or confirmed. Affected side is left. The device has been explanted.

Manufacturer narrative:
Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed, and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: further investigation summary.

Event description:
Patient representative reporting patient "development of bia-alcl, increased risk of recurrence of bia-alcl, emotional distress including fear and anxiety related to cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, physical pain and suffering from explantation". Pathological markers confirming the event of alcl have not been reported or confirmed. Affected side is left. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A further investigation has been initiated and the results, once completed, will be submitted in a supplemental report. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient representative reporting patient "development of bia-alcl, increased risk of recurrence of bia-alcl, emotional distress including fear and anxiety related to cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, physical pain and suffering from explantation". Pathological markers confirming the event of alcl have not been reported or confirmed. Affected side is left. The device has been explanted.